Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the capsule broke and the 3 piece was used instead. The procedure was completed same day. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reported complaint could not be confirmed from the returned product. Iol in a non-company product blister pack and lens case base returned. Solution is dried on the iol. The optic is scratched/marked and cracked/fractured - rejectable. Company device was not returned. The manufacturer internal reference number is: (B)(4).